Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6. Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, broken shell with sharp edge where is localized stresses induced in posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks, curved opening with striated edge on anterior side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - broken shell with sharp edge where is localized stresses induced assessed as surgical impact - a curved striated opening assessed as surgical damage.

Event description:
Physician reported left side rupture and capsular contracture (baker grade ii). The rupture was observed during the explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture and capsular contracture (baker grade ii). The rupture was observed during the explant surgery. The device has been explanted.